Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump history was missing despite the pump being in use. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.